Event description:
The customer reports, during a routine microbiological control culture (which was carried out as required by french regulation), the user noted an unexpected contamination of an evis exera iii gastrointestinal videoscope. There is no patient impact associated with this occurrence. Culture results completed by the customer show the presence of achromobacter xylosoxidan (6 cfu/100ml). The scope will be returned to olympus for repeat culture and physical evaluation/inspection.

Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus (but it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. The cleaning, disinfection, and sterilization of the scope was performed by the customer. Precleaning: performed suctioning and flushing. Detergent: not used. Manual cleaning: brush: albym médical an 1865023. Detergent: ddn9. Manual disinfectant: not performed. Aer: soluscope 4. Detergent: soluscope cln. Disinfectant: soluscope paa. Storage: surestore. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channel rinsing water was cultured. Seven (7) colony forming units (cfus) of gram positive bacteria were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as leakage from rubber, insulation failure at distal end, lens scratched, rubber glue lifted, insertion section wrinkled, switch rubber cut, universal cord wrinkled, play on angulation control knob, bending section dented, cover scratched. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.